Manufacturer narrative:
(B)(4). Product quality issue associated with an inherent device and/or device component characteristic that is not satisfactory as specific or delivered. Siemens healthcare diagnostics inc. Conducted a field correction, internal number (B)(4). A written customer notification was sent on 06/2014 to all customers affected notifying them of the springs contained in the access door hinge assembly on the walkaway plus instruments are becoming detached causing premature failure of the hinge assembly and a potential safety issue fort the customer. The notification also includes actions to be taken by customers. The FDA (B)(4) district office was notified on 06/09/2014 of the remedial action (report no. 2919016-06/09/14-001-c). Siemens customer service engineer replaced the access door and the walkaway plus instrument is up and running.

Event description:
It was reported that the pin that holds the pivot pin on the hinge was intact but the spring was no longer there and likely popped out while the door was closed. The spring was found in the access door area. No damage to the interior of the walkaway plus instrument. No report of adverse event or injury.